Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). A correction to fields (list the corrected fields on the form) is being submitted in this supplemental report.

Manufacturer narrative:
Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or due to malposition. This intervention is performed to treat serious injury and/or prevent permanent impairment. Due to the limited information available, the reason for this valve in valve procedure cannot be determined. It is possible that, in addition to the procedure itself, unknown patient factors may have contributed to the event. In this case, at the time of this report, there is no indication or allegation that a product deficiency or device malfunction contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available.

Event description:
As reported by implant patient registry, approximately 5 months 20 days post implant of a 26mm sapien 3 valve in the pulmonic position via transfemoral approach, the patient underwent a valve in valve (vinv) procedure with a 26mm sapien 3 valve. The reason for the vinv procedure is unknown at this time.